Manufacturer narrative:
Investigation summary: bd received 8 photos for investigation. Evaluation of the returned photos indicated that the flash chamber was filled with blood. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, 10 devices had blood leakage in the chamber between the needle and the external wall resulting in insufficient blood flow and in an unspecified number of cases a new blood draw. There was no other health impact or consequences reported.